Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 5.6mmol/l compared to a laboratory comparison readings of 3.2 mmol/l. The tests were performed within a ten minute timeframe. When plotted against each other on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.